Manufacturer narrative:
B5 - lens implanted and explanted intraoperatively on (B)(6) 2024. Lens was replaced on (B)(6) 2024 and problem was resolved. Cause of event reported as user error; device failed to perform. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6. -8.50/1.5/072 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). Haptic was damaged during surgery. Lens remains implanted. Cause of event was not reported.

Manufacturer narrative:
(B)(4).